Event description:
The 070 neuron was introduced into a 6f shuttle sheath without using the plastic peel away introducer. Resistance was met after several centimeters of the neuron were advanced into the shuttle sheath. The physician withdrew the 070 neuron and had some stretching of the flexible tip. The physician proceeded with another 070 neuron and met no resistance. The case was completed and there was no pt injury.

Manufacturer narrative:
The DHR of this mfg lot has been reviewed. This review revealed that all appropriate inspections were completed per process monitoring requirements or 100% inspections where required. In addition, all destructive testing was completed per required process monitoring requirements and results met spec for the tensile strength. All parts that failed visual inspection have been rejected and all parts released met specs. This lot is associated with ncr's# (B)(4). These ncrs are unrelated to the described device failure.